Event description:
Customer received a blood glucose result of 400mg/dl. The customer was "out of it" and family member tested customer on different device and received a result of 15mg/dl. Paramedics were called and they received a result of 14mg/dl. The customer was given a glucogon shot. The customer was using insulin pump and family member states more meds may have been taken based on the readings that were being given at the school. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.